Event description:
Had to find the string within me [foreign body in reproductive tract]. The string had been caught in the plastic applicator [device physical property issue]. Case narrative: consumer reported via email that the tampon string was caught in the plastic applicator. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to find the string within me [foreign body in reproductive tract] . The string had been caught in the plastic applicator [device physical property issue] . Case narrative: consumer reported via email that the tampon string was caught in the plastic applicator. No serious injury reported.

Manufacturer narrative:
Correction: product path updated. No failure could be identified as a result of the investigation.